Manufacturer narrative:
Date sent to FDA:05/04/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent recurrent left inguinal hernia repair surgery, left ilioinguinal neurectomy and right inguinal hernia repair surgery on (B)(6) 2018 and another mesh was implanted during which the surgeon noted the ilioinguinal nerve entrapped in the mesh. It was reported the patient chronic pain. Other procedure is captured in a separate file. No additional information is provided.